Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: date of event, describe event or problem, concomitant med prod data. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, reason code for no evaluation, imdrf annex e, f, b, c and d codes.

Event description:
It was reported that the pump stopped completely and was reading "error" on screen. All channels were blinking red and they were unable to restart pump. A new pump used and medications transferred to the new pump from old pump. Milrinone, heparin and two medication lines were running. There was patient involvement but no harm. A copy of the health canada report was received, which states, "patient's pump stopped completely reading error" on screen. All channels blinking red. Unable to restart pump. New pump used and meds transferred to the new pump from old pump. Milrinone heparin and two medication lines were running."

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the pump stopped completely and was reading "error" on screen. All channels were blinking red and they were unable to restart pump. A new pump used and medications transferred to the new pump from old pump. Milrinone, heparin and two medication lines were running. There was patient involvement but no harm. A copy of the health canada report was received, which states, "patient's pump stopped completely reading error" on screen. All channels blinking red. Unable to restart pump. New pump used and meds transferred to the new pump from old pump. Milrinone heparin and two medication lines were running."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the pump stopped completely and was reading "error" on screen. All channels were blinking red and they were unable to restart pump. A new pump used and medications transferred to the new pump from old pump. Milrinone, heparin and two medication lines were running. There was patient involvement but the information on patient impact is unknown. Although requested, further information was not provided.